Event description:
It was reported that at a visit to a physician office, a patient complained of nodule on roof of mouth. Physical exam revealed an exposed tip of raphe implant surrounding fibrosis granulation. On (B)(6) 2012 midline implant removed. Implant partially pokes through the mucosa, > 24 hrs post procedure. Implant migration." No other information or details was provided by the physician. Raphe definition: the ridge of oral mucosa that marks the median line of the hard palate and the median palatine suture between the two palatal shelves to form the secondary palate embryonically.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. The device was not returned. Neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This product was being used for treatment, not diagnosis. (B)(4). The product was not returned to the manufacturer for evaluation. The product and/or images was not returned for evaluation. (B)(4). The pillar system ("system") consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14- gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. The system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications include, but not limited to: difficulty swallowing, erosion of implant; implant rejection, partial/full extrusion of implant, sore/scratchy throat, and foreign body sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.